Event description:
It was reported that the issue stated is a shutdown pressure fault. The incident occurred not during use on the patient and therefore was no patient involvement and no patient injury.

Manufacturer narrative:
E: reporter facility name = (B)(6). E: reporter facility address = (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed. The customer's problem was not confirmed. The device was working within specification. No issue found. The downstream occlusion (dso) sensor was calibrated as a precaution and the mainboard was replaced.